Manufacturer narrative:
The device was evaluated by a stryker foreign subsidiary. The reported disassembly was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, a broken set screw was identified, which can lead to the reported separation.

Event description:
It was reported that prior to a surgical procedure at the user facility the device disassembled due to a broken set screw. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.